Event description:
It was reported that the saw was leaking a black substance while being cleaned after a procedure. There was no report of leaking during the procedure. There were no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The saw was returned to the MFR for investigation. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.